Manufacturer narrative:
The event date has been estimated. The patient's age at the time of the event has been estimated. Previous methicillin-susceptible staphylococcus aureus (mssa) bacteremia reported under MFR # 2916596-2021-01920.

Event description:
It was reported that the patient had chronic suppressive antibiotics therapy for past methicillin-susceptible staphylococcus aureus (mssa) bacteremia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient ultimately expired on (B)(6) 2021. Heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation (captured under MFR. Report # 2916596-2021-01622). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document also contains information about preventing infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.